Event description:
The customer reported that an anti-e was missed when testing with biotestcell 1&2 on tango optimo. A patient was admitted to the hospital and an antibody screen with biotestcell 1&2 performed. The antibody screen was negative. The patient received two units of blood after an immediate crossmatch was performed. Both crossmatches were compatible. After seven days, the patient was moved to another facility and at this time the facility stated that the patient had a delayed transfusion reaction. An antibody screening test was positive and an antibody panel showed the presence of an anti-e antibody. Despite several inquiries, we were not not able to receive any information on the status of the patient because of patient privacy. The customer has neither returned the supposedly defective product nor the patient sample that had caused a false negative test result. At the time the customer filed his complaint with bmd, the supposedly defective product was already expired. Therefore testing of our quality control laboratory's retained biotestcell 1&2 sample was not possible. We did not receive any further complaints related to this issue and/or batch. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.